Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported "right side deflation¿. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles on the shell, crease fold and white calcification on the shell. Leak test and microscopic analysis was performed which identified: one opening crease sharp on the posterior and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - one crease sharp opening on the posterior assessed as fold flaw opening. - partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported "right side deflation¿. Device has been explanted.